Manufacturer narrative:
Follow-up #1 date of submission 12/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/05/2015 with the following findings: a review of the black box data showed a reboot on (B)(6) 2015. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture corrosion was visible in the pump. No battery cap was returned; a test cap was used to complete investigation. The pump was exercised for 24 hours with no power issues. The pump failed a leak test at the battery compartment crack. The pump cover was opened and no additional moisture was found. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that the pump was experiencing an intermittent power issue. It was reported that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.